Event description:
This pt's clinical history is not yet available. However, using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explanation/reimplantation surgery has not yet been scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.